Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported difficulty opening the clip resulting in the delivery catheter (dc) shaft bend and difficulty positioning was confirmed via returned device analysis. However, the arm positioner turned more than usual (device operates differently than expected) was not confirmed, and determined to be a procedural condition of the difficulty to open clip. The investigation determined that the difficulty opening the clip appears to be related to the observed harness jam; however, a definitive cause for the harness jam could not be determined. The reported dc shaft bend resulting in the difficulty positioning was determined to be consistent with the normal use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This report is filed for difficulty opening the mitraclip and atypical clip movement in the left ventricle, which has the potential to cause or contribute to patient injury. It was reported that during preparation of the clip delivery system (cds), the clip lock lever had to be retracted further than usual, past the blue line, to open the clip. The device preparation continued per instructions for use (IFU) and the cds was advanced into the patient anatomy. "M" knob and "+" knob were used to position down to the left ventricle. The lock lever was retracted; however, it needed to be retracted more than usual and the arm positioner needed to be turned in the open direction more than usual to open the clip; the clip opened slowly. An attempt was made to open the clip more and it seemed that there was a lot of stored torque, although the stored torque had been released. In the left ventricle, the cds was noted to deflect anteriorly whenever the clip was opened more. The cds was removed from the patient anatomy without difficulty. Two mitraclips were implanted and the functional mitral regurgitation was reduced from grade 4+ to 2+. There was no adverse patient effect. No additional information was provided.